Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that insulin continued to drip after letting go of the act button during prime. The blood glucose at the time of the incident was 28 mmol/l; treated with manual injection. The customer changed the customer changed the reservoir and infusion set again. It was also mentioned that the customer had low blood glucose of 2.1 mmol/l on (B)(6) 2014 and treated for it. Blood glucose level at the time of the call was 31 mmol/l. Troubleshooting was performed. It was advised to treat as needed and contact the doctor to discuss the issue. The device will not be returned for analysis.